Event description:
The following events were noted literature review: a prospective study was preformed in 106 patients in review. One hundred six patients underwent renal artery stenting. Of those 106 patients at approximately 6 weeks and 10 months, two patients died reported to be from renal failure and cardiac causes. Of those 106 patients, 6 patients suffered from renal deficiency and high creatine levels, 1 patient suffered a dissection, and 2 patients underwent revascularization for planned CABG procedures. One patient underwent revascularization of the renal artery. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient death is a known adverse event listed in the tetra instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. Attachment: eg.: pp jokhi, k ramanathan, s walsh, et al. "Experience of stenting for atherosclerotic renal artery stenosis in a cardiac catheterization laboratory: technical considerations and complications. " can j cardiol vol 25 no 8 august 2009. The unk multi-link rx ultra, unk herkulink, indicated are being filed under separate MFR#'s.